Manufacturer narrative:
The company rep observed that the power's supply fan was "broken". He requested the replacement of the power supply. Datascope had requested that the power supply be returned for investigation. A f/u report will be sent to the FDA once the investigation is completed.

Event description:
The customer reported that while the unit was in use on a pt, the power's supply fan stopped, and after few minutes, the iabp shuts down. No pt injury was reported.